Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (check te messages) has been confirmed. The cause for the messages was isolated to an intermittent pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the intermittent wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
Electrode belt sn (B)(4) was returned to the distributor and it was reported that the belt was causing "check therapy pad" messages.